Manufacturer narrative:
Product ID 8709, lot# j11298r49, implanted: 2002 (B)(6), product type catheter. (B)(4).

Event description:
It was reported that a catheter problem occurred. It was indicated while removing the patient's stimulator leads, that the health care provider (hcp) found the catheter to be dislodged and coiled. It was noted that the battery had previously been removed. It was planned that the hcp would turn the pump to minimum rate and would possibly manage the patient with oral medications. It was reported that the patient was receiving therapy. The outcome of the patient was not provided. The drugs delivered via pump were bupivacaine, dilaudid, and compounded baclofen. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).